Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. Not all of the pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause determined to be user error as the trials were pried apart instead of correctly disassembling by removing the shim first. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was broken by central sterile processing by prying the trials apart instead of pulling the shim out. No patient involvement.